Event description:
Pt alleges she has had nine surgeries because the implants were "infected or ruptured" and states she has pain. Physician alleges pt suffers from silicone-related atypical connective tissue disease, with the following diagnostic symptoms: joint pain, fatigue, sicca symptoms, raynaud's, burning pain and disfigurement of both breasts, iritable bowel and objective neuropsychiatric.